Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. We were unable to perform the displacement test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin alarmed button error and customer was unable to clear alarm. The customer may have slept on it overnight. Customer's blood glucose was 292mg/dl, customer will treat with manual injections. Advised customer to revert to backup plan.